Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased sodium (na) results on the architect c16000 processer module for one patient. The following results were provided: na - initial results = 115.7 mmol/l; repeat results = 139.9 mmol/l (reference range: 136 ¿ 145 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by performing preventative maintenance. A single definitive cause of the discrepant results was not identified. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service or complaint tickets associated with discrepant/erratic results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely decreased sodium (na) results on the architect c16000 processer module for one patient. The following results were provided: na - initial results = 115.7 mmol/l; repeat results = 139.9 mmol/l (reference range: 136 ¿ 145 mmol/l). There was no impact to patient management reported.